Event description:
During a brain procedure a 2.45 mm drill guide was fused with a 2.4mm adtech drill bit. There was an indeterminate delay during the surgery, but it was no longer than 10 minutes. The drill guide was replaced with a different drill guide and the surgery was continued. Drill guide: (B)(6).

Manufacturer narrative:
It was reported that while drilling through the drill adaptor s/n (B)(6), the 2.4mm adtech drill bit became lodged in it. The lodged drill bit was not removed from the drill adaptor, another drill bit and drill adaptor were used to resume the surgery. The drill adaptor s/n (B)(6) was returned to the manufacturing site for evaluation. A visual inspection was performed. A drill bit was inserted within the drill adaptor upon receipt, and reportedly the sterile process department was unable to remove it. Therefore, the event described in the complaint is confirmed. Such drill adaptor issues were analyzed by a hardware engineer as part of our CAPA process. This CAPA is still ongoing but the preliminary results indicate that the drill adaptor design has to be improved.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
During a brain procedure a 2.45 mm drill guide was fused with a 2.4mm adtech drill bit. There was an indeterminate delay during the surgery, but it was no longer than 10 minutes. The drill guide was replaced with a different drill guide and the surgery was continued. Drill guide: mpl (B)(4).